Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012294300); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012272633); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the first evolut fx-26 valve was deployed to 80% and then dislodged out of the annulus. Instead of recapturing the valve, the valve was deployed by the implanting physician. A snare was inserted via the contralateral access site, and a second valve was loaded into a new delivery catheter system (dcs) and inserted into the patient; however, was unable to cross the dislodged valve. The dcs was withdrawn, and a second snare was inserted via radial access in attempt to snare the other valve paddle, but was unsuccessful, and the first paddle was captured again. The second system was re-introduced through an 18fr sheath but was still unable to cross the dislodged valve. The nosecone of the dcs became caught on the waist of the valve and pushed it instead of crossing. As a result, a non-medtronic valve was implanted. The patient remained stable throughout the event.

Manufacturer narrative:
Corrected data: d3 - manufacture name, stree, city and country d4 - expiration date corrected from blank h4 - device mfg date corrected from blank updated data: d4 - full UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.